Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited noise oversensing. Lead replacement was discussed. The patient is not pacemaker dependent. The patient was stable.

Event description:
New information states that the lead exhibited noise oversensing which led to pacing inhibition. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.